Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. As per the service report, the reported complaint of loose jack was confirmed. Additional deficiencies were found during the device evaluation. The rf board and psu board were found to be defective. The device was not repaired because the customer rejected the quote for the repair. The root cause for the reported complaint was a defective socket. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate that the jack on the vapr 3 generator comes loose. There was no adverse consequence to the patient.